Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center was losing the image to the computer. The image to the monitor from the video system center was good. The image went to an unknown computer, and the monitor off of the computer was losing the image. The issue was found during the procedure. The customer did some troubleshooting and the image came back after restarting the video system. The issue occurred almost every day and then stopped for a few weeks or months before returning again. There were no reports of patient harm. Reports are being submitted due to the issue occurring multiple times. See related patient identifiers: (B)(6).

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.